Manufacturer narrative:
Evaluation summary: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record review showed the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause.

Manufacturer narrative:
Evaluation summary: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record showed the product was released per specifications. The used returned sample was visually inspected and the infusion cannula and probe were noted to be cutoff. Further inspection found the inner sleeve of the auxiliary suction connector missing. There was no indication of any type of stress induced fracture where the inner barb was missing. This issue is related to an error in the molding process. The cassette was then tested on a console and could prime and pass intraocular pressure calibration successfully. However, during testing leakage was observed from the auxiliary suction connector and fluid was unable to aspirate due to the air leak. The auxiliary manifold was replaced with one from lab stock to continue functional testing and the fluid could be extruded. The root cause of the customer's complaint is related is a short shot that occurs during the molding process of the component which will result in the customer's experience.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).

Event description:
A customer reported that on an unspecified date a vitrectomy cassette did not work. The surgeon performed a manual extrusion. Several attempts were made to obtain further information on the event with no response to date.